Event description:
A report was received that during a trial implant procedure the patient was experiencing sharp, shooting pain down his leg and foot. The physician explanted the patient's leads as the pain did not resolve post operatively. After explanting the leads the patient reported some relief, however there was some pain and it continued to shoot into his foot.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50e, serial # (B)(4), description: trial linear 3-4 lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.